Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated with melon, cookies and glucose tablets and she feels better now. Customer received new insulin pump yesterday and is waiting to get it programmed from the trainer. Customer declined to troubleshoot for low blood glucose.